Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported no audio failure. Physio determined the cause of the malfunction to be due to an intermittent speaker output. A replacement device was provided to the customer.

Event description:
It was reported that the device had no voice prompts. There was no patient use associated with the event.